Event description:
Pt complained of pain, redness, photophobia os and od. Pt has successfully worn these soft contact lenses for years. Upon wearing the latest shipment, pt's eyes became inflamed after 8 hours. Pt discarded the lenses, case and solution, waited 2 weeks and then started again with fresh lenses. Again, after 8 hours eyes became very red and inflamed. Ecp examined pt the next day ((B)(6) 2010). Observed 10 sterile infiltrates in the central os and several od in the periphery. Ecp reported 3+ injection bulbar conjunctiva os and 2+ od. Ecp reports pt permanently discontinued lens wear on (B)(6) 2010. Ecp does not report prescribing any medical treatment for the condition, other than cessation of lens wear.

Manufacturer narrative:
Additional lot# : 7766012305, exp date: 05/2014. Manufacture date for additional device: 05/2009. Unopened product from the same two lots were returned to coopervision for investigation. Testing for visual defects, power, base curve, diameter, and ph were performed and all results were within specified mfg standards. The lot history records were reviewed, including the sterility record. Nothing in the mfg history of the lot indicates that the lenses could have caused or contributed to the difficulties the pt experienced. The lenses were confirmed to be sterile before being released to inventory. This is the first and only complaint for either of the two lots of lenses involved in this incident. A review of this incident by our staff professional notes that the lenses are from two different lots mfg nearly one year apart from each other. This would indicate that the problem is not lens related since it was present in both eyes. Additionally, the problem did not appear until 8 hours of lens wear. Were the problem lens related, it likely could occur within a short time of inserting the lenses. It is also noted that the problems are still present, even without lens wear, which also indicates that the problem is with the eye, not with the lens. We are unable to reach a conclusion with regards to the cause of the condition the pt complaints of; however, nothing in the results of our investigation indicated that the lenses cold have caused or contributed to the event.